Event description:
Additional information was received that indicated on (B)(6) 2021, the patient's right ventricular lead was capped and replaced due to noise and failure to sense. The patient was asymptomatic and stable throughout procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic for a follow-up appointment. The patient's right ventricular (rv) lead was found to have noise. The patient was asymptomatic. No intervention was done. The patient was stable.